Event description:
New information received notes that programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, non-sustained rv oversensing due to cross-talk resulting in pacing inhibition and compromised bi-v pacing was observed. Programming changes were suggested.